Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications. Product code and lot number of each tvto mesh implanted? Will product be returned? If yes, please provide a return date, tracking information? Were any concomitant procedures performed? Onset date/time of the pain from initial surgery? Location of the pain? What medical intervention was given for the pain management? Results? What is an indication for both mesh removal? Please provide a date and details of the re-operation. Was there any deficiency or anomaly of the meshes? If yes, please describe it. What are results of histopathology? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. After the procedure, the patient experienced chronic pain. The patient referred to the hospital for mesh removal. The patient underwent a total mesh removal including groin dissection. The mesh quarantined in histopathology. Additional information has been requested.